Event description:
The customer alleged discrepant results on 1 patient sample when using the troponin t (tnt) application on the cobas e601 module. Repeat testing was performed on the same analyzer. The customer stated they obtained an initial tnt of 0.366 ng/ml. The sample was repeated 3 times, with results of 0.048 ng/ml, 0.01 ng/ml, and 0.01 ng/ml. The customer said the original result was reported outside the laboratory, but they, "called back to correct it right away so there was no treatment or affect on the patient." The customer performed a cleaning procedure on the analyzer and had the patient recollected. The recollected sample yielded a tnt of 0.01 ng/ml. The initial sample was repeated at the same time, yielding a tnt of 0.01 ng/ml. The tnt reagent lot number was 15930001. The field service representative was unable to determine the cause of the event. He ran performance tests with acceptable results. The customer ran calibration, quality controls, and precision tests, which met their expectations.

Manufacturer narrative:
The investigation could not determine a specific root cause. The customer stated that the patient was not adversely affected.